Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic laparoscopic hysterectomy procedure, the jaw of the thunderbeat device broke off inside the patient's abdomen abdomen and was retrieved. There was a delay of approximately 15 minutes in the overall procedure. The procedure was completed using a back-up device. There was no reported injury to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Visual inspection confirmed that the probe was broken at 14.74 mm from its distal end, broken probe tip was returned. The most probable cause was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.